Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 733 mg/dl. The customer's wife stated that the customer was also treated by paramedics for hypoglycemia, with a blood glucose reading of 40 mg/dl, 9 days after the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests, but failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.